Event description:
Already sent detailed email with photos that got ignored. Need an email address. CT scan-swelling. Ongoing health issues. Cannot walk properly (pah) paradoxical adipose hyperplasia from fat freezing diagnose by surgeon as worst case he's ever seen. Cannot get compensation. Clinic ignoring me. FDA safety report ID #(B)(4).